Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Dentist office called reporting that the patient whitened for the first night on friday, (B)(6) 2015. When she woke up on saturday, her lips were dry and cracked and as the day progressed, her lips became swollen and puffy, and she developed blistering on the outside of ther mouth. We informed office about the hema product in the desensitizer, and advised to call the patient asap and advise her to discontinue use of the kor desensitizer indefinitely, and that the patient should ee her general practitioner for any help regarding her symptoms; the patient was in the chair when they contacted evolve dental on the morning of (B)(6) 2015, and still had some swelling and blistering. Followed up w/dentist's office on (B)(6) 2015. After the patient visited her general practitioner to help speed up her recovery, the patient's symptoms have subsided, and she has returned to normal.